Manufacturer narrative:
Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record could not be completed as no lot number was received.

Manufacturer narrative:
Unknown manufacturer: a catalog number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, smiths medical corporate headquarters in oakdale, mn has been listed in sections d3. And g1. And the oakdale FDA registration number has been used for the manufacture report number. B3. Date of event: month and year of event have been provided, but day is unknown. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cadd alarmed "volume 0ml". A new cassette was obtained. While changing the cassette, the customer noticed it to be full, 47ml. Cadd was removed from service. 47ml was wasted, new cassette and cadd was started. The original intended procedure was the cadd pump management, hung (B)(6) 2024 and discontinued (B)(6) 2024. This was not a single-use device that was reprocessed and reused on a patient. The device was not ever serviced by a third-party servier. The device was not a laboratory device or laboratory test. There was unknown patient involvement and unknown patient harm reported.